Event description:
The customer reported that she applied the pod on lean tissue on her back without using the pinch-up method. It was activated at 8:12 pm on (B)(6) pm and her blood glucose was 205 pm at bedtime (11:54 pm). She deactivated the device at 11:32 am and stated that the cannula did appear to be slightly kinked after removal.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.